Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the review of the black box data showed a single power reboot event associated with the clearing of a cs 054 error alarm. The battery compartment was cracked with a large section of the battery compartment missing from the thread area. The battery compartment threads were damaged. The pump was unable to maintain an electrical connection with the returned battery cap due to cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. The pump intermittently powered on with a test battery cap to a secondary issue in the form of dim and discolored display. Further testing was limited due to intermittent power condition. In addition, unrelated to the original complaint, the display lens was cracked. Upon removal of the pump case, no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.